Manufacturer narrative:
Evaluation was not possible, as the products were not returned. Product info required to review the device history records and search the complaint database by mfg lot was not provided. The investigation could not verify or draw any conclusions about the reported event based on insufficient info and unavailability of products to examine. Based on the investigation findings, the need for corrective action is not indicated. Depuy considers the investigation closed at this time. Should the products and/or add'l info be received, the investigation will be re-opened.

Event description:
The pt was revised because of osteolysis, loosening of the tibial tray, and wear of the insert.